Event description:
It was reported that during the radiofrequency ablation (rfa) procedure, the coating layer at the tip of the injection electrode remained in the patients back when the injection electrode was removed. Therefore, the remaining coating layer was removed from the patient during the procedure. No incisions were made as the part was still visible outside the patient. The patient was doing well postoperatively. The device will not be returned as it was discarded by the medical facility.